Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred on the receiver and mobile device. Data was provided for evaluation. The reported issue was confirmed on the app. The probable cause was the patient closed the mobile app. No additional event or patient information is available.